Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the batteries draining faster than expected on the white lead as well as low voltage hazard alarms was confirmed via the log file.; however, the reported event of the system controller not having a serial number on it was not confirmed. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 29 days ((B)(6)2020 ¿ (B)(6)2020 per time stamp). Throughout the log file while connected to either battery power or the power module, atypical fluctuations in bus and rsoc voltage were noted and were not coincident with power source exchanges. Occasionally, the fluctuating voltages would trigger low voltage advisory alarms which would clear shortly after activating. On (B)(6) 2020 while connected to battery power on the white lead, it was observed that the voltage dropped from 2.9v to 0.6v in 3.5 hours, activating low voltage hazard alarms. The alarms cleared when a fully charged battery was connected. Low voltage hazard and no external power alarms were active on (B)(6) 2020 at 09:49:53, (B)(6) 2020 at 13:16:51, and on (B)(6) 2020 at 10:02:42 due to a dual disconnection of the power leads. The backup battery provided power to the system during these events. The alarms cleared when power was restored. Pump operation was not affected. Additional provided information communicated on (B)(6) 2020 stated that the system controller does not seem to have a serial number on it. Additional provided information communicated on (B)(6) 2020 states that the system controller was exchanged. It was identified that the cause of the reported event was the white lead. The patient suffered no adverse events. The issue has resolved since exchanging the controller. The controller will not be returned for analysis. The root cause for the reported event were unable to be conclusively determined through this analysis; however, the no external power events appear to be consistent with a dual disconnection of the power leads. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly exchange between power sources. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage advisories and hazards, as well as no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated the batteries were draining quicker than expected, especially when attached to the white lead. The log file captured some off voltages while using battery power and the batteries were never at full charge at any point in the log. There were also some voltage hazard events on battery power. The controller exchanged and the issue was identified as the white lead. There was no adverse patient impact and no premature battery draining occurred after the exchange.